Event description:
It was reported that during an unknown procedure, the trocar cannula became heated during procedure and cooked tissue at port site. A small portion of skin was removed around the port site. There was no further consequence to the pt.